Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported that a dialyzer blood leak occurred 5 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed at the cap of the dialyzer. The machine, a 4008 s machine with serial number 9sxa1gj2, alarmed with "venous pressure". Blood leak test strips were not used because the leak was visually observed at the cap of the dialyzer. There was damage seen on the cap of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrections: h2, h10 plant investigation: the reported complaint was confirmed with provided photos. Five photos were provided. All five photos show different angles of the dialyzer. Blood is visible in the threads of the header cap and blood was running down the outside the body of the dialyzer. There was no visible damage that may have contributed to the blood leak. During the lot history review it was noted that there were no other complaints of any kind were reported against the lot. A review of the production record was performed. The production record review showed there were multiple approved temporary dns, one ncs, one rework and one spr in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The provided photograph/video indicates that an external header leak occurred, however, the cause cannot be determined from the media and the actual sample product was not returned for evaluation/testing.

Event description:
A customer reported that a dialyzer blood leak occurred 5 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed at the cap of the dialyzer. The machine, a 4008 s machine with serial number (B)(6), alarmed with "venous pressure". Blood leak test strips were not used because the leak was visually observed at the cap of the dialyzer. There was damage seen on the cap of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. Five photos were provided. All five photos show different angles of the dialyzer. Blood is visible in the threads of the header cap and blood was running down the outside the body of the dialyzer. There was no visible damage that may have contributed to the blood leak. During the lot history review it was noted that there were no other complaints of any kind were reported against the lot. A review of the production record was performed. The production record review showed there were multiple approved temporary dns, one ncs, one rework and one spr in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A customer reported that a dialyzer blood leak occurred 5 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed at the cap of the dialyzer. The machine, a 4008 s machine with serial number 9sxa1gj2, alarmed with "venous pressure". Blood leak test strips were not used because the leak was visually observed at the cap of the dialyzer. There was damage seen on the cap of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and not available to be returned to the manufacturer for evaluation.